Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, went into the room to change the inline suction system and hit 100% oxygen and didn't hear the usual associated sound when you increase the oxygen. The medical professional then checked the gas outlets to make sure the gas was properly connected and it was, and then went into the sub menu to look to see if the o2 alarm was disabled and it was. The medical professional enabled the alarm and the ventilator started to alarm low fio2, left the patient on 100%. The medical professional then secured an external o2 analyzer and performed a 3 point calibration on the external analyzer, checking the analyzer on room air, 100% and then back on room air and the analyzer passed. Arterial blood gas (abg) was took on the 100% and the pao2 was 69, then analyzed the gas coming out of the ventilator and it was 21% (should have seen 100%). The ventilator was removed from the patient and replaced with another avea ventilator. The patient was placed on the exact same settings with the fio2 set to 30%. The gas was analyzed on 30% fio2 and it was 30% on the analyzer, the test was repeated on 100% fio2 and it was 100%.

Manufacturer narrative:
Results of investigation: the suspect ventilator was returned to (B)(4). An evaluation was performed and the customer's reported issue of the oxygen percentage reading lower than expected was duplicated. The root cause of the issue was isolated to the o2 cell/sensor. The delivery of oxygen was unaffected as the o2 cell/sensor is related to a monitored value only, and would not have resulted in the delivered percentage of oxygen to be out of manufacturer specification. The o2 cell/sensor was replaced, the device passed all testing, and the device was returned to the customer operating to manufacturer specifications.